Event description:
US Updated Clinical Narrative:Additional information provided on (b)(6)2026, the patient expired while on support. Due to limited information provided, the death is being reported on the Impella 5.5 due to the inability to conclusively dissociate the product from patient outcome.Previous EU Clinical Narrative:A 47-year-old female with cardiomyopathy and a pre-support clinical state consistent with SCAI Shock Stage B was supported with an Impella 5.5 pump implanted via the left axillary/subclavian artery and subsequently exchanged for a second Impella 5.5 pump. Following implantation of the replacement pump, the perfusionist reported recurrent "High Purge Pressure" and "Purge System Blocked" alarms. The treating team was already aware of the rtPA lysis protocol and initiated treatment in accordance with the protocol. Although the pump was treated per protocol, purge pressure subsequently increased again. tPA was utilized in the purge solution as an off-label intervention to mitigate the impact of biomaterial within the motor. There was no reported adverse clinical impact to the patient.A definitive root cause has not been established, and no conclusion can be made regarding device performance or contribution to the event at this time, however the pump remained operational and patient remained on support at the time of reporting.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc, or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.